Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced rapid battery depletion, with the device depleting to shutdown during the day and the user switching to multiple daily injections when the pump turned off. Symptoms included interruption of insulin delivery. Outcomes included temporary therapy discontinuation and need for alternative insulin administration. Investigation included review of engineering logs and user follow-up. Investigation of this case revealed that the ilet operated for an extended period under low state of charge and no charging events were recorded over the relevant period, consistent with user non-charging behavior leading to battery depletion; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user maintenance issue related to charging practices.